Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and determined that the instrument required decontamination. The cause of the discordant ctni results was due to instrument contamination. The cse performed an instrument decontamination service and successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant, falsely elevated cardiac troponin I (ctni) results were obtained on multiple patient samples on a dimension xpand plus with hm instrument. The discordant ctni results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, which resulted lower. The corrected ctni results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant ctni results.